Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -9.0/4.5/088 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Lens rotation not associated to low vault was observed. On (B)(6) 2023, lens repositioning was performed, but it did not resolved the issue. On (B)(6) 2023, the lens was exchanged for a longer length lens and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Additional information: device evaluation: the lens was returned in moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lensn. Dimensional inspection found the lens to be within device specifications. Claim#(B)(4).